Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+, prolapsed anterior leaflet, and dense chordae. A mitraclip nt was inserted and advanced to the mitral valve. However, the clip became caught in chordae. The clip was removed via standard troubleshooting however, it was observed that chordal damage occurred and a new prolapse formed. Grasping attempts were made, but difficulties grasping the leaflets occurred. The clip was ultimately deployed on both leaflets. The procedure was completed with one clip implanted. The mr remained at a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing (clip caught on chordae) and difficulty grasping the leaflets appear to be related to patient morphology/pathology (prolapsed anterior leaflet and dense chordae). The information provided, the tissue injury and subsequent unchanged mr appears to be due to the clip getting caught on the chordae. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.